Event description:
The consumer reported using two patches for seven hours on the right side of her ribcage. When the patches were removed, the consumer described a burn with redness/irritation which later opened up and formed sores. The consumer did not seek medical attention and treated the area with ice, triple antibiotic ointment and band-aids.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacoviglilance.